Manufacturer narrative:
The s-ICD has been programmed to the primary vector and no further inappropriate episodes have been observed since. The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted without issue and preventative measures were performed to ensure correct electrode terminal pin placement in the header to avoid air entrapment. The s-ICD was programmed to the secondary vector which was chosen during optimization following the procedure. The patient was still in the clinic two days later when he received an inappropriate shock due to oversensing of noise. The patient was changing his position from supine to sitting on the bed when the shock occurred. Additional testing was performed to reproduce the noise/oversensing; noise from premature ventricular contractions (pvcs) and myopotentials were observed but nothing close to the same voltage as what was oversensed during the treated episode. The s-ICD was reprogrammed to the primary vector and remains implanted and in service. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and confirmed that it was non-physiological noise that was being oversensed but the cause could not be determined. It was discussed that the noise could be a slightly loosen setscrew, or the electrode coming into contact with metal. It was also noted that the noise did not continue after the inappropriate shock was delivered; however, it is unknown why this would have occurred. Additional troubleshooting was discussed. No adverse patient effects were reported. Further information was received that this patient does have sternal wires; however, it cannot be ascertained if the electrode had come into contact with the wires which caused the episode. There is still some small amplitude noise present on the ECG when the patient moves or pushes on the device pocket but not of the same magnitude observed previously. A loosened setscrew still remains to be a possible cause.

Manufacturer narrative:
A request was made for the field representative to provide a resolution to this case. It is suspected an invasive procedure was planned or performed; but this has not been confirmed. This report will be updated when additional information is received.

Event description:
Boston scientific received additional information. The patient received another inappropriate shock in (B)(6) 2019. The device had been programmed to the primary vector after the inappropriate shocks in 2016. The patient was now hospitalized with device therapy programmed off, pending evaluation. Review of the latest device memory data and available x-rays was leading technical services to consider a possible lead pin connection issue or that the suture sleeve was loosened and was intermittently and partially covering sense-b node, primary vector. An untreated episode recorded before the inappropriate shock showed noise artifact with diminished r-wave amplitudes, then the shock was delivered for the same noise and low r-waves. The amplitude returned to normal after the shock, indicating the patient had stopped their movements or posture change. It was noted that on (B)(4) 2019 the device deactivated smart pass filtering due to low amplitude (0.4mv) and long sensing pauses generated by high variation of the sensing recording egm baseline most likely related to mechanical noise or intermittent contacts, leading to the need for further investigations. An invasive procedure was recommended to investigate the connection of the terminal pin to the device, and to check that the suture sleeve was not covering the sense-b node. No adverse patient effects were reported.

Manufacturer narrative:
A request was made for the field representative to provide a resolution to this case. It is suspected an invasive procedure was planned or performed; but this has not been confirmed. This report will be updated when additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient received another inappropriate shock in january 2019. The device had been programmed to the primary vector after the inappropriate shocks in 2016. The patient was now hospitalized with device therapy programmed off, pending evaluation. Review of the latest device memory data and available x-rays was leading technical services to consider a possible lead pin connection issue or that the suture sleeve was loosened and was intermittently and partially covering sense-b node, primary vector. An untreated episode recorded before the inappropriate shock showed noise artifact with diminished r-wave amplitudes, then the shock was delivered for the same noise and low r-waves. The amplitude returned to normal after the shock, indicating the patient had stopped their movements or posture change. It was noted that on 23 january 2019 the device deactivated smart pass filtering due to low amplitude (0.4mv) and long sensing pauses generated by high variation of the sensing recording egm baseline most likely related to mechanical noise or intermittent contacts, leading to the need for further investigations. An invasive procedure was recommended to investigate the connection of the terminal pin to the device, and to check that the suture sleeve was not covering the sense-b node. No adverse patient effects were reported. The field representative obtained additional information regarding this patient and device. It was reported that a new screening was performed and the patient had no passing sense vectors. It was also noted the patient's clinical condition had improved and they no longer met the criterial for ICD implantation. The s-ICD system remained implanted but with therapy programmed off.